Event description:
It was reported that during a rotational atherectomy interventional procedure, speed display issues occurred. After the physician had completed the intervention with the rotalink plus burr, the speed and procedural timer display disappeared. However, since the ablation was complete there were no complications for the patient, and patient status was reported as 'good'.

Event description:
It was reported that during a rotational atherectomy interventional procedure, speed display issues occurred. After the physician had completed the intervention with the rotalink plus burr, the speed and procedural timer display disappeared. However, since the ablation was complete there were no complications for the patient, and patient status was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: the console and foot pedal were tested together in the lab using a rotalink 1.75mm burr. The console has a massive gas/air leak at the turbine pressure switch. There is not enough pressure in the pneumatic circuit to drive the rotalink burr, so the rotational speed is not displayed and the procedure and event timers do not increment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most likely root cause is normal wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy interventional procedure, speed display issues occurred. After the physician had completed the intervention with the rotalink plus burr, the speed and procedural timer display disappeared. However, since the ablation was complete there were no complications for the patient, and patient status was reported as 'good'.